Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling the cartridge with insulin. There was no reported impact to customer's blood glucose level. Customer was able to successfully load the cartridge with insulin.